Manufacturer narrative:
The devices were not returned as they were implanted in the patient; therefore, product analysis of the devices was not able to be performed. DHR review and lot history review were not performed as a manufacturing related cause for this event was not suspected; additionally, the lot information was provided. Per the reported information, there is no allegation that the devices malfunctioned during their use. Death, vasospasm, thromboembolic, hemorrhage, and neurological deterioration are known inherent risk of endovascular procedure and are documented in the devices¿ instruction for use. Based on the reported information, there is no evidence suggesting that the device was defective, but rather procedure /post procedure related event which may have also been caused patient conditions. However, a definitive caused cannot be concluded. MDR linked events: 2029214-2017-00710. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: "stent-assisted coil embolization of intracranial aneurysms using the solitaire¿ ab neurovascular remodeling device: initial and midterm follow-up results" medtronic received the following report: 32% percent were male and 68 % female, a mean age of 56.7 years (range, 32¿87 years). Vasospasms occurred in four patients, with a fifth patient, where vasospasms were preexisting. One hundred aneurysms required additional treatment with coiling. Five patients suffered thromboembolic complications, with four treated in an acute state of subarachnoid hemorrhage. Four patients sustained peri-procedural hemorrhage after the deployment of the stent, with another patient experiencing hemorrhage before stenting. In two patients, intracerebral hemorrhages appeared post-procedurally. Both patients died. No device-related morbidity. One case of thromboembolic complication in a patient with initial sah h & h v, who died. One patient later suffered from an oculomotor nerve palsy, and another patient sustained a toxic peri-coil edema 8 weeks after the treatment, without clinical impairment. Procedure-related morbidity as determined in four patients; among them were patients who presented with initial sah. The overall rate of procedure-related mortality, all occurring after initial hemorrhage, was 2.9. 77 patients were discharged in good clinical condition, defined as mrs=2, 13 patients were moderately to severely disabled, and 12 patients died. Good clinical status was achieved in 51.1% of the patients suffering from sah as well as in 94.7 % of the patients with unruptured aneurysms. Accordingly, 22.2 % of the initially sah patients were disabled and 26.7 % deceased. 12-month follow-up: 11 retreatments were performed in a mean time of 8.9 months after the initial procedure. Two further treatments are planned. No clinically relevant in-stent stenosis was observed in the follow-up period. Signs of slight intimal hyperplasias in several patients on follow-up angiograms, there was no clinically evident stenosis indicated for treatment. On the contrary, intimal hyperplasia appeared to be regressive in one patient at the time of a further dsa.